Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code: the device may have caused or contributed to a serious injury. The drill bit broke intraop and the broken portion was left in the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit broke and a screw passed entirely through a 2.7 mm locking hole of a humerus plate untouched when attempting to lock the screw in the plate during distal humerus orif surgery. The drill broke after the reduction had been made and the plate was secured to the bone. The screw (in the 02.211.0xx series) was later successfully removed from the bone during the same procedure. There was 15 minutes of surgery delay to change the drill and remove screw. The drill bit broke inside the patient's bone after possibly striking another implant. It was left in the bone. The surgery was completed without any issues and there was no impact to patient care. Concomitant device report: [2.7 mm va lckng screw slf-tpng with t8 stardrive recess 46 mm] (part #: 02.211.046, quantity: 1) and [unknown bone clamp] (quantity: 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
X-ray was reviewed on 21-dec-2017 and shows visual evidence of a broken drill bit left in situ. This complaint for the screw was unable to be confirmed because the x-ray does not show clear visual evidence of a screw going through a plate. This complaint was not able to be replicated at customer quality (cq) because the complaint devices were not returned to cq. No new malfunctions were identified as a result of the investigation. The following concomitant part was returned without an allegation against it: part #: unk- screw, lot #: unknown, quantity: 1. Visual inspection at cq revealed minor wear on the screw thread consistent with implantation and immediate explantation. No issues were identified with the returned concomitant part that would have caused or contributed to this complaint. Therefore, no further investigation will be performed on this concomitant screw. Unable to determine a root cause as the complaint devices were not returned to cq. Concomitant device (2.7mm va locking screw self-tapping with t8 stardrive recess 46mm] (part #: 02.211.046, lot #: unknown) was reported as concomitant inadvertently. Per the re-evaluation this part is now considered as part of the complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation summary indicates that: customer quality (cq) engineering investigation: it was reported that a drill bit broke and a screw passed entirely through a 2.7mm locking hole of a humerus plate untouched when attempting to lock the screw in the plate during distal humerus orif surgery. The drill broke after the reduction had been made and the plate was secured to the bone. The screw (in the 02.211.0xx series) was later successfully removed from the bone during the same procedure. The drill bit broke inside the patient's bone after possibly striking another implant. It was left in the bone. The surgery was completed without any issues and there was no impact to patient care. This complaint is for 2 devices. Concomitant device report: [2.7mm va lckng screw slf-tpng with stardrive recess 46mm] (part #: 02.211.046, lot #: unknown, quantity: 1) and [unknown bone clamp] (part #: unknown, lot #: unknown, quantity: 1). This complaint was unable to be confirmed because the complaint devices were not returned to cq. This complaint was not able to be replicated at customer quality (cq) because the complaint devices were not returned to cq. No new malfunctions were identified as a result of the investigation. Event date changed. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.